Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking on (B)(6) 2024. Tape fell-off while in bed. No further information available.